Manufacturer narrative:
B3) date of event is unknown. Additional information will be provided if available. A review was completed, and device model fg-45u-1 is being used as a representative model to assess the complaint based on available information. If additional assessment becomes available, the complaint will be re-assessed. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus was unable to identify the reason why proper cleaning and sterilization were not performed. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported reprocessing an unspecified olympus reusable instrument using sterrad sterilization, which is not a recommended reprocessing method. There was no report of patient or user harm.